Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Evaluation summary: a partial lead was returned for analysis. Visual analysis found dark discoloration inside the lead segment and all wires broken within the lead body. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system, including a surgical lead, on (B)(6) 2009. It was reported the lead was explanted and replaced due to a fracture under the anchor site. No pt complications were reported as a result of this event.